Manufacturer narrative:
On 11/01/2023, conformis received an email from a patient who is reporting that he is in the emergency room with a knee infection. Replacement surgery is currently unknown. The dof states the original date of surgery was on (B)(6) 2023. 11/8/23: according to the sterilization records this sn was sterilized using the vhp method. This sn was sterilized on lts-v batch run # 2287 on (B)(6) 2023. No ncmr's are associated with this lts-v batch run. A review of this sn resulted in no non-conformances and would indicate the device was designed and manufactured to specifications. Endotoxin results were also reviewed and did not record any excursions during the period the product was processed through final manufacturing. 11/8/23 - received email from sales rep. Stating the patient had a revision surgery on (B)(6) 2023 with a zb 360 implant. Cannot definitively determine if the device caused or contributed to the failure mode.

Event description:
Patient requires revision surgery due to infection. On (B)(6) 2023, conformis received an email from a patient who is reporting that he is in the emergency room with a knee infection. Replacement surgery is currently unknown. The dof states the original date of surgery was on (B)(6) 2023